Event description:
Healthcare provider additionally reported deflation, "left side folded upon itself, malposition, and bottoming out." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture" and pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and one extended opening. No leak test due to device conditions. A microscopic analysis was performed which identify: one sharp opening. Fill inspection was performed and identified no blockage in the valve. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Patient reported left side "rupture" and pain. Healthcare provider additionally reported deflation, "left side folded upon itself, malposition, and bottoming out." Device has been explanted.